Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and the issue was not replicated. The cause appears to have been due to a loose internal cable connection between the display and com express board. On inspection of this internal cable, it could be seen the cable was not seated correctly. The connection was cleaned and reseated to resolve the issue.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Block a: patient information could not be obtained due to country privacy laws. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in the loss of display during a case. There was no patient injury.